Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
It was reported, the ball tip screwdriver was unable to fit in the leg screw screwdriver opening making it very difficult to remove the handle from the screw. The handle looked smashed and dented. We used pliers to unscrew and remove the bolt.